Manufacturer narrative:
Initial.

Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia, with self-reported blood glucose as low as 55 mg/dl and 67 mg/dl at the time of the call, after entering a ¿more than¿ meal announcement for the first meal and then a ¿usual¿ meal announcement for lunch, which the user believed led to overcorrection by the system. Symptoms include hot flashes/flushes and shaking/tremors associated with hypoglycemia requiring oral carbohydrate treatment. Outcomes included no alarms, no emergency care, and no hospitalization. Investigation included customer care review, data synchronization, and user education regarding correct meal announcement practices during the first week of use. Investigation of this case revealed use-related error related to incorrect meal size selection and early learning period behavior; the device otherwise functioned and delivered insulin as designed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error during initial therapy adaptation.